Manufacturer narrative:
Cec adjudicated mi as non q wave mi (target vessel) 3rd udmi spontaneous - prox cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event as in-stent restenosis. Tlr percutaneous intervention, clinically driven at the prox cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The staged procedure was carried out 12 days post index procedure. Mi occurred 6 months post index procedure and 5 months post staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the of the index 5 resolute onyx drug eluting stent were implanted in the lad. A stage procedure was performed 14 days post index, 2 resolute onyx drug eluting stents were implanted in the cx. Approx. 6 months post index, the patient suffered non st elevation mi. The target vessel was the cx. The patient was treated with medication and a pci. Patient recovered. The investigator assessed the event as possibly related to device and drug.